Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level decreased to 3.2 mmol/l (57.6 mg/dl) while wearing the pod on their arm between 49 and 71 hours. The patient reported receiving a communication error while wearing the pod. The patient symptoms included feeling sweaty, clammy, confused, and severe heart palpitations. The patient was staying at a hotel at the time, and the hotel doctor was contacted to assist the patient. The doctor gave the patient electrolytes and a sugary fruit drink to increase their blood glucose levels. The doctor did not provide a diagnosis, only stating low blood glucose. The doctor remained with the patient for approximately 1 hour. The pod was discarded at the time of the event, and the patient reported their bag was stollen with their omnipod 5 controller and phone inside. Following the event, the patient was able to resume pod therapy treatment.